Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with the original device. There were no complications reported and the patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent section found that the stent was not returned for analysis. As per event description the stent was placed with no problem. The balloon was returned in a deflated state with balloon wings relaxed. The device was inflated to approximately 12 atmospheres when a leak was noted on distal end of balloon. A 2 mm longitudinal balloon tear was noted on distal balloon. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube no issues with the hypotube shaft. A visual examination of the hub found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found clear dried media and red blood-like media within the inflation lumen. The device was soaked at 37 degrees celsius to facilitate functional testing. Encore device was verified before and after use with druck gauge. The device was inflated to approximately 12 atmospheres when a leak was noted on distal end of balloon. A 2 mm longitudinal balloon tear was noted on distal balloon. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with the original device. There were no complications reported and the patient was in good condition.